Event description:
Patient had orthopedic surgery of knee. Physician stated that last week his patient had a bruise from the tourniquet. Upon further questioning he stated to the charge nurse that the patient had a blood clot in the leg and he felt that it may have been caused by the calibration of the machine being off.